Event description:
Pt initially implanted with matrix construct for a lumbar fusion at l4-s1 in (B)(6) 2012. It was reported that during an additional, unrelated, non-instrumented procedure at a later date, surgeon noted all three locking caps and two screws on left side of the construct were loose. Surgeon proceeded to remove and replace hardware on the left side which included the three locking caps, two screws, and one rod. There were no reported issues with the right side of the construct, however, surgeon opted to remove and replace three locking caps and one rod on the right side. Wear was reported on both rods. Screws were replaced with larger diameter screws. All other explanted products were replaced with the same part number product. This is the 5th of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.